Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Ischemia and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that approximately seven months post stenting procedure, the patient was hospitalized with silent ischemia. The functional ischemia study was positive. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization in the index target lesion. The patient's condition resolved on (B)(6) 2011 and the patient was discharged from the hospital on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.